Event description:
The manufacturer received information alleging a ventilation inoperative error code was observed on the device's error log during a four-year preventative maintenance service was being performed on the trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was having a four-year preventative maintenance service being performed by the third-party service center when the reported issue had occurred on the device. During the evaluation, it was noted that a ventilator inoperative error code, therapy held in boot monitor, was observed on the device's error log for this device. The third-party service technician evaluated and determined the system printed circuit assembly (pca) had caused the error code to occur on the device. The third-party service technician observed another error code, internal battery not detected, in the device's error log. The third-party service technician evaluated for this error code and determined that the system pca had caused this to occur on the device. In conclusion, the system pca needs replaced to address this issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the blower assembly, machine flow sensor, and in-lint proximal filter were replaced for contamination unrelated to the reportable issue. The internal battery and system pca need replace for an error code, internal battery depleted and soft power fail, that were observed on the device's error log, which was unrelated to the reportable issue. The system pca needs replaced related to an error code, internal battery in use, that was observed in the device's error log, which was unrelated to the reportable issue. The detachable battery needs replaced related to an error code, detachable battery in use disconnected, observed in the error log. This was unrelated to the reportable issue. The air foam filter, muffler, and particulate needs replaced for preventative maintenance unrelated to the reportable issue.